Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the atrial lead, sensing was lost upon placement of the lead. Low impedance was observed as well. The lead was not implanted and a replacement lead was successfully implanted at that time.